Manufacturer narrative:
Device will not be returned for evaluation. Additional information has been requested and if rec'd will be provided on a supplemental report.

Event description:
During gamma nail surgery, it was noticed that the surgeon was not using the jig correctly and kept unscrewing the end knob when wanting to open and close the target holes. I pointed this out politely with slight acknowledgement. The case went well until the surgeon performed distal locking, where he noticed the screwdriver was hard to disengage from the screw head. Ap shots were taken which looked fine, and surgeon disengaged the jig from nail so he could put in an end cap. During this time, he asked for a medial lateral shot, and that was when he realized the distal screw missed the nail and was placed posterior to the implanted nail. The surgeon did remember to retighten the nail holding bolt before completing the distal locking and in particular after tapping the strike plate to persuade the nail distally into the femur. I am unsure if the knob on the end of the jig was tightened to hold the tissue sleeves when he did the distal locking.